Event description:
There was no pt involved in this event. The device malfunctioned in that a low battery warning was issued. A device, in left in this fault mode undetected could result in the failure of the device to perform as intended if required.